Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was significant leaking upon insertion of any medication/fluid using a 3ml syringe to the upper needleless port.